Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, a cause for the reported single leaflet device attachment (slda) could not be determined. It is possible the slda was due to patient or procedural conditions, however this could not be confirmed. Additional therapy/non-surgical treatment was a result of case specific circumstances as an additional clip was implanted to stabilize the slda clip. There is no indication of a product issue with respect to manufacture, design, or labeling. The additional mitraclip device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report single leaflet device attachment. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3. An ntw clip (00902u204) was inserted and successfully deployed. However, five minutes after the clip was implanted, it detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the implanted clip, the physician decided to implant an additional clip. However, during preparation of an ntr clip (00717u206), a leak was observed at the lock lever. The decision was made to not use the clip delivery system and replace it. Another ntr was successfully implanted, stabilizing the slda and reducing mr to a grade of 1. There was no clinically significant delay in the procedure. No additional information was provided.